Event description:
During an aortagrma while injecting at high pressure, the high pressure contrast tubing ruptured spraying contrast. There was no patient or clinician harm or injury as a result of this event.